Manufacturer narrative:
No product will be returned for investigation. No lot number provided for DHR review. The issue of resorption has been previously investigated and resulted in pre hhe-0237 and rat-000130. Investigation and discussions with the vendor have indicated the material is radiographically resorbed during the healing process. Root cause is unknown. As per hhe pre-assessment, no CAPA needed.

Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. No product will be returned for investigation. No lot number provided for DHR review.

Event description:
In this event it is reported that when using the ah plus bioceramic sealer starter kit some patients returned and required retreatment due to the resorption of the sealer.